Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system electronic stockout was not crossing to pyxis logistics for replenishment. Customer reported that humulinr10vl is loaded in pocket irmouc_rt1_pkt 12 (max 5, min 2); however, the electronic stockout is not being transmitted to pyxis logistics for replenishment. Customer requested verification for possible ghost pockets associated with this medication. Pocket irmouc_rt1_pkt 12 (max 5, min 2). The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electronic stockout was not crossing to pyxis logistics for replenishment. A technical support specialist (tss) reported that remote access was established to the application server, and the managed inventory configuration was reviewed, confirming the medication details and assigned storage location. The tss ran a loaded space query and verified that no ghost pockets were present, then escalated the case to the appropriate team for further investigation as electronic stockout was not crossing to pyxis logistics for replenishment. The tss also reviewed inventory data and confirmed consistency between database values, examined care fusion coordination engine traces and found no recent replenish messages, and checked reports which indicated the last below minimum event without corresponding message generation. The system functioned as intended after the technical support specialist verified the device.